Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hyperglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
As per notes, user refused to provide any information and we were unable to verify data in dms as no examples were provided. User expects a replacement for new e3 sensor during next insertion appointment. No further resolution was possible for this complaint.